Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reported experiencing intermittencies and was advised to discontinue device use. Device integrity testing results were within normal limits. Programming adjustments were made and all external equipment was exchanged; however, the issue did not resolve.

Manufacturer narrative:
A CT scan revealed no anomalies. Revision surgery is scheduled. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.